Manufacturer narrative:
One used tracheal tube was returned for product evaluation. The device was received inside a plastic bag without its original packaging. Visual inspection of the device did not reveal any obvious defects or abnormalities. During functional testing, a syringe was used to inflate the cuff of the device; however, the cuff was not able to inflate due to a tear observed in the cuff. A review of the device history record could not be performed as no lot information was provided. Product evaluation and inspection was not able to determine what caused the tear in the tracheal tube cuff. Additional information included in follow-up report: device evaluation completion date 07/26/2016.

Manufacturer narrative:
Product was returned but investigation is still in progress. Preliminary investigation states that the inflated cuff dropped immediately due to an observed leak in a 2mm length of tear on the cuff. No root caused determined at this time.

Event description:
This event occured in (B)(6). The cuff on the sacett tracheal tube would not inflate. It is unknown if tube was used on a patient.